Event description:
It was reported that during a high anterior resection procedure, the trocar was inserted as a secondary port to the patient¿s lower right hand side, the patient was already insufflated. When the assisting consultant inserted a 5mm instrument (johan), it was noted that a hissing sound was coming from the seal of the trocar. The hissing sound stopped when the instrument was removed. The consultants continued with the case using the port which kept hissing, sometimes more than others. The sales rep was present at the case and it was noticeably leaking. The sales rep did not observe any over torquing or misuse of the device. It was decided to replace with another trocar. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a1) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (a2) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Patient had a total knee system implanted. The plus vks system failed due to lack of cement and baseplate bonding. As a result the patient's total knee system was replaced.====================== health professional's impression======================the cement should have bonded to the metal base plate, and it did not causing the device to fail.